Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. In addition, according to information provided by the customer, the device performance was not the cause of the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure, the duodenovideoscope had foreign material that looked like a thin tube of rubber came out of the biopsy channel during the recovery process. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.